Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the baseline transthoracic echocardiogram revealed severe total aortic regurgitation including severe central regurgitation and severe tricuspid regurgitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three years and ten months following the implant of the transcatheter bioprosthetic aortic valve, a multidetector computed tomography (mdct) was performed. The CT showed structural valve deterioration, with severe hemodynamic valve deterioration (hvd). The increase in mean gradient from baseline was greater than or equal to 20 millimeters of mercury (mmhg) and the mean gradient was greater than or equal to 30 mmhg. Subsequently, the failed valve was treated with a redo transcatheter aortic valve replacement (tavr) procedure. A non-medtronic valve was implanted.

Manufacturer narrative:
Updated data: e - initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that immediately following the implant of the first transcatheter aortic valve (tav), mild paravalvular leak (pvl) was present. Approximately three years, ten- and one-half months following the implant of the first tav, transesophageal echocardiogram (tee) showed moderate to severe pvl. The valve required an amplatzer plug procedure to minimize the leak prior to valve-in-valve procedure with the non-mdt tav.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event b3 b5 b7 d1 d4 - model #/catalog # h6 - annex e, annex a, annex f, annex g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.